Event description:
It was reported that an alarm occurred, identified as alarm 2, with no previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and continuing insulin use, and no additional assistance was deemed necessary. The case was closed by technical support.